Event description:
2 weeks after cycle had ended. Pulled out part of a tampon - vagina [foreign body in reproductive tract]. Add domino's cramping- abdominal [abdominal pain]. Cold sweats [cold sweat]. Sick to stomach [nausea]. Smell was bad, odor - vagina [vaginal odour]. Not feel so good, sick [illness]. Pulled out part of a tampon , it was smaller than it should be by like half and had no string [device breakage]. Uncomfortable [discomfort]. Consumer sent e-mail stating she pulled out part of a tampon 2 weeks after her cycle had ended; it was smaller than it should have been by half, and had no string. She stated there must have been 2 pieces of tampon in one she had used. No serious injury was reported.

Manufacturer narrative:
22-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Manufacturer narrative:
Initial lot code investigation results on (B)(6) 2021 showed no failure identified. An investigation is in progress for returned product.

Event description:
2 weeks after cycle had ended...pulled out part of a tampon - vagina [foreign body in reproductive tract]. Add domino's cramping- abdominal [abdominal pain]. Cold sweats [cold sweat]. Sick to stomach [nausea]. Smell was bad, odor - vagina [vaginal odour]. Not feel so good, sick [illness]. Pulled out part of a tampon , it was smaller than it should be by like half and had no string [device breakage]. Uncomfortable [discomfort]. Consumer sent e-mail stating she pulled out part of a tampon 2 weeks after her cycle had ended; it was smaller than it should have been by half, and had no string. She stated there must have been 2 pieces of tampon in one she had used. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
2 weeks after cycle had ended. Pulled out part of a tampon - vagina [foreign body in reproductive tract]. Add domino's cramping- abdominal [abdominal pain]. Cold sweats [cold sweat]. Sick to stomach [nausea]. Smell was bad, odor - vagina [vaginal odour]. Not feel so good, sick [illness]. Pulled out part of a tampon , it was smaller than it should be by like half and had no string [device breakage]. Consumer sent e-mail stating she pulled out part of a tampon 2 weeks after her cycle had ended; it was smaller than it should have been by half, and had no string. She stated there must have been 2 pieces of tampon in one she had used. No serious injury was reported.